Event description:
The medtronic midas rex drill (owned-older version) overheated, causing burr tip to break off mid-procedure. The tip burned through surgical drapes, causing multiple burns to the patient's right thigh, during the use of the drill it was wrapped in wet lap sponges per IFU. Once burr tip was noticed missing, drill was removed, and new drill was brought in. The second drill that was brought in, was also noted that the drill was also overheating, multiple burrs were utilized to complete the surgery and prevent further burr tips from being compromised from the overheating of the metal. Ref report: mw5170463.